Manufacturer narrative:
On february 3, 2022,mentor became aware that patient experienced rupture on the right side complicated by pain on the right side and granuloma formation in the right axilla confirmed by mammography and ultrasound. It was also reported that the patient has developed breast mass in both breasts. Core biopsy of both breasts was performed. The results of the pathology report have not been provided. It was also reported that the patient has developed capsular contracture (bg-unk) in the right breast. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unk, granuloma, breast mass. The investigation of the pictured device was completed by the failure analysis lab on february 3, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 550cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).